Event description:
The facility reported an infusion pump with a failure code 570 during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event, and no pt injury had been reported. No additional info or contact was available.

Manufacturer narrative:
The device has been requested by baxter quality mgmt for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional info becomes available. Two year review of the complaint history reveals no other reports have been received for serial number for the reported issue.